Event description:
It was reported that the customer had a motor error alarm during prime. Troubleshooting was performed. The mother called back and stated that the device was not alarming. Ran self-test and pump did not have an audible tone.

Manufacturer narrative:
Final analysis revealed that the device passed the seat, rewind, and occlusion test. Pump was monitored and no motor error alarm observed. However, the device did not have an audible tone due to broken transducer.